Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of broken reservoir parts on the insulin pump. The customer's blood glucose reading was 235 mg/dl. The customer stated that her pump is damaged. The customer stated that there are a few cracks where the reservoir goes into. The customer stated that the rim is broken off. The customer stated that there are cracks at the 3 corners of the screen on the plastic part. The customer's husband also stated that she was hospitalized due to high blood glucose readings. The customer stated that her husband drove her to the emergency room. The customer was treated with a bolus correction and insulin drip. The customer stated that the cause was diabetic ketoacidosis. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump had operating currents within specification and passed the functional testing, included the rewind, basic occlusion test, occlusion test, excessive no delivery alarm test and displacement test. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads, minor scratches on the display window, a partially broken reservoir tube lip and a missing reservoir tube seal.